Manufacturer narrative:
(B)(4). Information is unavailable; device was not returned for evaluation.

Event description:
It was reported that the device was used during a hals nephrectomy, the disc ripped twice, they another port to complete. No patient consequences.